Event description:
Devices explanted due to suspected failure. Spinal fusion performed at another facility, and patient continued the have problems. The patient was found to have a c4 vertebrae fracture with migration of the plate, which was removed.